Event description:
It was reported that the patient experienced a loss of pain coverage from the spinal cord stimulation (scs) lead. An x-ray identified that the lead had migrated. The patient underwent a lead revision procedure where the lead was attempted to be moved back to the old position; however, due to too much scarring on the lead, the lead was explanted, and a new lead was implanted. The lead will not be returned as it was discarded by the medical facility.